Event description:
It was reported via repair work order that the head end jack could not lower due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.